Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. A visual inspection of the customer provided picture shows a quantum with a f4 error displayed on the screen. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution. H2: additional information in d4 (UDI number).

Event description:
It was reported that during setup for a meniscus repair the controller had a f4 error on the equipment screen. There was backup available and no delay or patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.